Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. The integrity of this device is ensured during the manufacturing process and again, prior to packaging. The device is shipped with an instructions for use (IFU) that warns "under no circumstances should a hook wire engaged in tissue be pulled out without surgical intervention." The IFU also cautions that "following placement of the hook wire, the portion protruding outside of the breast should be bent and taped to the skin to prevent inadvertent movement." The IFU also adds, "the hook wire should be used as a guide for the surgeon, not a retractor." Without an examination of the complaint device, we cannot determine with any degree of certainty why the customer experienced difficulties. We will continue to monitor for similar complaints.

Event description:
Removal of local cancer from breast. The wire fractured when the surgeon touched it with the diathermy needle during excision of the biopsy. The operation continued and the remaining piece of wire was removed with the biopsy. The fractured end of the wire was removed as per normal, as this wire is removed during the procedure anyway. The patient outcome is unknown, as not provided by reporter.